Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the primary surgery for adult spinal deformity (asd) was performed by using the moss miami expedium system. The fixed area was t8 ¿ sai. On unknown date after the surgery, it was found that the rod (179762480) on the left side had been broken due to unknown reasons. On (B)(6) 2018, the 2nd surgery was performed to reinforce the area where the rod was broken. No information is available about how the reinforcement was performed during the surgery.